Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer continuously received a message indicating that the "cartridge has not been removed" during the load process. In addition, it was reported that the customer experienced resistance while filling the cartridge. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successful and resume insulin delivery.